Event description:
A customer contacted beckman coulter inc. (Bec) stating that the secondary rinse trough was overflowing with clenz and diluent solution (less that 3 ml) on their coulter lh 750 hematology analyzer. The leak was contained within the instrument. All operators were wearing personal protective equipment (ppe) consisting of a lab coat, gloves and face shield at the time of the incident. The lab's exposure control/risk management plans are in place. No injury or exposure was reported and no patient samples were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the leak was caused by a loose probe waste cup on the aspiration probe. Fse removed the probe wipe assembly and adjusted the waste cup to decrease the movement of the cup, ensuring the probe was correctly dispensing into the waste cup. The leak was caused by a loose probe waste cup on the aspiration probe. (B)(4).